Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported stent dislodgement prior to use appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an inspection, a 2.75 x 28 mm xience xpedition stent dislodged from the balloon during preparation and was found on the stylet. Therefore, the device was not loaded onto an unspecified guide wire and it was not used in the patient. The device was replaced with another unspecified stent to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.